Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the vision side cart (vsc) and surgeon side console (ssc) would not power on in either standalone mode or when connected to the other carts. The power buttons kept blinking blue, and the system information menu of the ssc touchpad was completely blank. In fse replaced the ssc and vision side cart (vsc) common compute controller (ccc) boards, which resolved the issue. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was not completing power on. The hospital had a power surge the night before, but they were not sure not sure that was related or not. The console said it was not connected. The touchpad and the robot had a "system connecting" message. Artemis did not show any logs for the power up and the clinical sales representative (csr) said the system did not start the softest on the robot like no universal surgical manipulator (usm) moving. The system only blinked with a blue button. They tried a new blue fiber to the console and unplugged all hdmi cables with no change. They moved outlets in the room with no change. The system does not fault at startup it just has blue blinking buttons. The procedure was aborted to another da vinci with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the procedure was aborted prior to patient involvement when they were setting up the room.